Event description:
Restenosis.

Event description:
Following the index procedure, a dissection following balloon angioplasty of the target lesion occurred and ptca with target lesion revascularization was performed due to irregularities intra stent. These events were not previously reported. This pt presented to cath in 2004 with 55% lvef and inferior mi; 2-vessel disease was found. Pre-procedure medications included plavix, asa and heparin. Intra-procedure medications included heparin. Pci was performed on a de novo lesion in proximal rca of 10mm in length in a 3.0mm diameter vessel. The (b2) eccentric lesion was characterized as totally occluded, a smooth contour, angulation between 45 and 90 degrees, little to no calcification and thrombus present. The lesion was pre-dilated with a 2.5x10mm balloon at 14 atm before deploying 3.0x18mm cypher stent (lot # /io104002) at 14 atm with satisfying results. Timi 0 and iii flows were recorded pre and post-procedure, respectively.